Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing separated from the cartridge. The customer's blood glucose (bg) level was 450 mg/dl. The customer loaded a new cartridge in order to resolve the issue.